Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s) / essure had perforated the fallopian tube'), pregnancy with contraceptive device ('pregnancy (termination) post essure implant / missed menses') and haemorrhage in pregnancy ('termination of pregnancy secondary to bleeding') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida (4), parity 2 (dates of live births: (B)(6) 1996, (B)(6) 1988.), congenital uterine anomaly and uterine synechiae. Patient had done MRI of pelvis: result: hernia diagnosed. There is heterogenous appearing uterus with small subendometrial cysts and illdefined area seen in the inferior aspect of the uterus indistinguishable from the transition zone. These findings are suggestive of adenomyosis. Paracervical cysts. Complications during any of your pregnancies: pre essure implant miscarriage / post essure implant termination. Previously administered products included for contraception: oral birth control pills from 1982 to 2005. Concurrent conditions included nabothian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and premature menopause ("premature menopausal symptoms"), 8 months 18 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain / severe pain"). On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), adenomyosis ("other injury(ies) or complication(s): uterine adenomyosis"), menstruation irregular ("menses irregular"), abdominal pain lower ("left lower quadrant pain"), hernia ("hernia") and hot flush ("vasomotor symptoms"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, premature menopause, anxiety, depression, adenomyosis, menstruation irregular, abdominal pain lower, hernia and hot flush outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, haemorrhage in pregnancy, hernia, hot flush, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, premature menopause and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 2 to 3 coils coming out of each corneal region via the fallopian tube. Both coils were placed without difficulty. Lab testing determined not menopausal. The uterus was boggy and slightly enlarged, approximately 6-8 weeks in size. A segment of fallopian tube is identified, measuring 2 cm in length by 0.4 cm in average circumference. On sectioning multiple metallic staples are seen within the lumen which is otherwise unremarkable. Gross description: submitted in formalin and labeled ¿left essure piece¿ is a piece of metallic wire admixed with yellow fatty tissue, all together measuring 2.2 x 1.2 x 0.4 cm. Has a spiral appearance which is easily separated from the tissue. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: hernia diagnosed. On (B)(6) 2006: bilateral fallopian tube occlusion coils. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Pathology test - on (B)(6) 2006: uterus (fragments of): adenomyosis. Secretory phase endometrium. Unremarkable segments of uterine cervix. Metallic wire: gross description only. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine adenomyosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case become incident. Event injury was updated to pelvic pain. Following events were added: perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s), pregnancy (termination), termination of pregnancy, device ineffective, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, premature menopausal symptoms, anxiety, depression, uterine adenomyosis, irregular menses, left lower quadrant pain, termination of pregnancy secondary to bleeding, hernia and vasomotor symptoms. Reporter information, medical history, historical drug and lab data were added. Date of implant was updated. Date of explant was added. Patient demographics added. Patient notes, lab data and reporter causality comments were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.